Manufacturer narrative:
(B)(4) method: the complaint rt013 adapters were not returned to fisher & paykel healthcare (B)(4) for evaluation. Our investigation is based on the photographs and information provided by the customer. Results: photographs provided by the customer showed that the tubing was torn on the distal end. In addition, according to the hospital, "the prong and mask adaptor keep breaking on bed 12" suggesting that this was a user-induced issue. Conclusion: from this information it appears that the reported issue is patient related, rather than an inherent device failure. This is the only such complaint we have received for the rt013. All rt013 mask interface adaptors are visually inspected for defects prior to leaving production. Those that fail this inspection are rejected. The user instructions which accompany the rt013 contain the following warning: do not crush or stretch tube.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that two rt013 mask inerface adaptors had "rips in the circuit". There was no patient consequence reported.